Manufacturer narrative:
Device evaluation: report submitted to document device evaluation results.

Event description:
It was reported that the ball collar on the device was missing by the manufacturer service technician. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.